Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused or contributed to this event. The exact cause of the patients pseudomonas oryzihabitans peritonitis was identified, according to the pd nurse. However, reportedly the patient had the ac running during dialysis set up and did not wear a mask to complete pd treatment. Pseudomonas are typically present in soil and water and favor moist areas. Therefore, it is possible the patient¿s peritonitis was associated with airborne contamination from patient non-adherence to the recommended infection control practices during pd treatment. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during follow up, it was reported that the patient might have developed peritonitis. Upon additional follow up, the patient¿s pd nurse reported that on (B)(6) 2019 the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. A pd effluent culture (obtained on (B)(6) 2019) yielded growth of the organism pseudomonas oryzihabitans and the patient was diagnosed with peritonitis. The patient was initially treated with vancomycin (unknown dose) intra-peritoneal (ip) and later switched to levaquin by mouth 500 mg every other day for 2 weeks and fortaz 1-gram ip daily for 4 weeks on an outpatient basis. Per the nurse, the patient¿s pd effluent is clear, and the patient is recovering from the event. Per the nurse, there were no fluid leaks or any other issues or defects with any fresenius device/product in relation to the peritonitis event. Reportedly, the cause of the patient¿s peritonitis is not specifically identified. However, the nurse stated the patient had the air conditioner (ac) running during set up and reportedly completed pd treatment without a mask and which is not the recommended practice. The patient was re-educated on infection control procedures.